Event description:
PICC became lodged during removal and required cutdown to insertion site on right medial basilic vein to remove. A fibrinogen sheath and approx 10 mm clot had formed around PICC. Surgical wound was closed and PICC and clot were sent in to MFR. Clot formation is an identified risk and was disclosed to the pt prior to insertion. No known permanent injury or deficit resulted. This is a low incidence but normal adverse reaction.